Event description:
It was reported that both slotted couplers of level l3- l4 fractured. The surgeon indicated that a revision surgery will be performed to replace the concerned implants. Please note that this is one incident with one patient where two implants are involved. The corresponding MFR report is 3005725110-2010-00002.

Manufacturer narrative:
Please note that the registration number is for the (B) (4) office. Our (B) (4) office is being registered at this time.